Event description:
It was reported that during a stent-assisted coiling procedure for a wide-necked aneurysm at the right posterior communicating artery (pcoma) segment. When the subject stent reached the distal end of the microcatheter, resistance was encountered. During an attempt to adjust the position, the subject stent was accidentally deployed at proximal end of the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.